Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter break is confirmed and the cause appears to be use-related. The device returned was the distal end of a dual lumen PICC catheter. Visual evaluation found that the break, just proximal to the 52-cm depth mark, was uneven and at an angle to the horizontal. Microscopic evaluation found that the proximal end of the segment was consistently granular, and showed signs of peeling and a stepped profile. No tool damage was found around the break site. Tactual evaluation found tensile weakness in several points on the catheter segment but none at the proximal end, at the site of the break. Functional testing found each lumen could be flushed, with no leaks being found. The peeling and granular surface are consistent with a tensile break. However, since tensile weakness was not observed in the proximal end of the catheter segment, it is apparent that the catheter was constrained at the break point as it was being pulled. The complaint is confirmed, and the cause appears to be use-related. The IFU states the following; ¿to minimize the risk of catheter breakage and embolization, the suture wing and ¿y¿ adapter must be secured in place.¿ ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ ¿do not place sutures around catheter.¿ the IFU also contains instructions regarding the proper securement of the catheter. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that the device was implanted via left basilica vein on (B)(6) 2017, for total parenteral nutrition. Healthcare professional (hcp) reported catheter break on the outside of the patient body. Catheter was removed on (B)(6) 2017. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that the device was implanted via left basilica vein on (B)(6) 2017, for total parenteral nutrition. Healthcare professional (hcp) reported catheter break on the outside of the patient body. Catheter was removed on (B)(6) 2017. No patient injury was reported.